Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluation: the sterling balloon catheter was received with no other devices. The proximal hub and shaft were not damaged. There was a longitudinal tear in the balloon wall. The tear was 14 mm long and 3 mm from the distal edge of the proximal markerband. The inner shaft was kinked 17 mm from the tip. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% restenosed lesion was located in a moderately tortuous and severely calcified shunt of an unspecified vessel in the forearm. The physician advanced the 5.0 x 20/40mm sterling otw balloon to the lesion for plain old balloon angioplasty and upon inflation to 12atms, the balloon ruptured. The device was removed intact. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% restenosed lesion was located in a moderately tortuous and severely calcified shunt of an unspecified vessel in the forearm. The physician advanced the 5.0 x 20/40mm sterling otw balloon to the lesion for plain old balloon angioplasty and upon inflation to 12atms, the balloon ruptured. The device was removed intact. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.